Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they are having problems with their ins. The patient stated they don't drink as much, but the implant is causing them to go to the bathroom, and they wet their pants at night because they can't wake up on time. Patients request a local mdt rep to meet them at their doctor's appointment. The patient has an appointment with their urologist on june 10th at 11am. The patient said that they were in the hospital on may 1, and that was when the problem with their ins started. The agent tried to assist the patient with increasing stimulation and switching programs but the patient declined. Patients said that they would prefer a professional rep to meet them to help them. Sent email to mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.